Manufacturer narrative:
Additional data: b3: date of event: on (B)(6) 2020. Corrected data: e1: dr. (B)(6). Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional and refractive verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. Date of event: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -08.00/+4.0/076 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The surgeon did not implant another icl lens. Reoptometry was performed after the refractive number was stabilized. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.